Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported their therapy stopped working ¿over two years ago¿ but could not clarify which year this started. Consumer reported they have had falls but they did not know which year those started. No further complications reported/anticipated.